Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected error message, low battery, weak battery, battery out limit or failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received error code. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump rejected new batteries. The device will not be returned for analysis.